Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04315, 0001825034-2019-04316, and 0001825034-2020-00590. Reported event was confirmed by review of photograph and radiograph. Review of the photo of the tibial tray shows no bone growth. Review of the x-ray shows lucency along the tibial component on both views and the component appears loose. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04315. Concomitant medical products: van ps open intl fem-lt 60 catalog#: 183124, lot#: 156450; vngd ps tib brg 10x63/67mm, catalog#: 18362,0 lot#: 450600; series a pat std 31 3 peg, catalog#: 184764, lot#: 477490; cobalt-g hv bone cement 40gm b, catalog#:402433, lot#: 539710. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, around twelve (12) years five (5) months , the patient was revised due to femoral and tibial loosening and instability. No additional information is available at this time.